Manufacturer narrative:
On 4/16/2019, it was noticed the date of explantation was mistakenly omitted from the initial report submitted on 4/13/2019. The date of explantation was 4/9/2019. Additional information received on 4/16/2019 indicated the patient underwent removal and replacement with mentor memorygel breast implants 550cc, catalog number 3505504bc, lot number 7695398, serial number (B)(4) (l) and (B)(4) (r). Additional information received on 4/19/2019 indicated the procedure was a breast augmentation revision. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/15/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device received was a same catalog device, with lot number 5657956. Multiple attempts have been made to obtain clarification for the wrong product received, however no further information has been made available. The complaint device information has been updated to match the device received. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was found delamination in the valve. No other anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor smooth round high profile 330cc, catalog number 3503330, serial number (B)(4), lot number 5657490. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor smooth round high profile 330cc breast implant and experienced deflation on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.